Event description:
It was reported to boston scientific corporation that a navigator hd access sheath device was to be used in the ureter and kidney during a ureteroscopy procedure performed on (B)(6),2022. During preparation, it was noticed that the sheath was broken when opening the package. The procedure was completed with another navigator hd access sheath device. Note: a photo submitted by the customer shows the sheath was broken inside the package. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.